Event description:
It was reported that the 64l bd¿ extra large sharps collector, hinge top lid was missing. The following information was provided by the initial reporter: the customer reported that the inner lid was missing.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 64l bd¿ extra large sharps collector, hinge top lid was missing. The following information was provided by the initial reporter: the customer reported that the inner lid was missing.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 14-jul-2022. H.6. Investigation summary: according to the DHR review process; the result showed there were no issues reported like missing slider during the manufacturing process of the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issue reported for missing slider for the same part number throughout the last twelve months. Based on this investigation it was determined that this failure mode is related to the manufacturing process since the lack of slider would be an omission error within the process. The current manufacturing process was reviewed and it was found as capable of detecting missing components, however, omission error could happen during visual inspection. Additionally, this is an isolated issue since there was only two additional complaints received for the last twelve months for the same part number and issue.